Event description:
It was reported that the exeter stem was removed, due to a crack in the cement mantle. Possibly pt fell.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.